Manufacturer narrative:
(B)(4). (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Approximately one week prior to the receipt of this report, the patient was hospitalized for the peritonitis event. The cause of peritonitis was not reported. The patient was treated with unknown antibiotics (route, dose, frequency, and duration not reported) for peritonitis. The patient was also treated by changing the concentration of physioneal after hospitalization. Extraneal therapy was ongoing and the action taken with physioneal therapy was unknown. At the time of this report, the patient remained hospitalized and was recovering from the event. No additional information is available.